Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The infusion set was in use with a female patient for an undisclosed amount of time, when the set reportedly started bothering her. She decided to remove the infusion set; when she did, the cannula was not observed on the adhesive. The cannula is believed to have broken off and remained under her skin. No injury or medical intervention was reported. Additional information regarding potential harm or medical intervention has been requested; the reporter has not provided a response at this time.